Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy occurring on a previous day. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge, and further assistance from technical support was not required as the issue was already resolved before contacting them.